Event description:
A dreamstation auto CPAP device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation, the third-party service center conducted a visual inspection of the device and identified multiple issues, including: a missing modem flip door, corrosion, failure to power on, contamination consistent with cigarette smoke exposure and/or insect infestation, and connector oxide contamination. Additionally, visible foam degradation was noted, with foam particles observed within the blower kit. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.